Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp in the getinge (B)(4) office. The fse reported that he was able to reproduce the issue and replaced the batteries to address the failure. All calibration, functional and safety tests were performed and passed to factory specifications. The iabp unit was returned to the customer and cleared for clinical service.

Event description:
It was reported that during regular inspection of the cardiosave intra-aortic balloon pump (iabp), the customer discovered that the battery of slot 1 became empty during battery mode in 10 minutes after unplugging ac power from the device. The unit then switched to slot 2, but the battery became empty again soon after and the iabp unit shutdown. Both batteries were fully charged during the event occurrence. The customer reported that, except for this event and one reported prior (mfg report# 2249723-2018-02177), both charged batteries worked for 3 hours when the regular inspection was performed. There was no patient involvement or adverse event reported.